Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) who reported that the cause of the difficulty charging was that they had to learn the device. They reported they were helped to learn and work on the device and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient reported they were having issues charging their implant and the issue began today. Patient stated they barely got it turned on this morning and they spent 2 hours on it and only got 10 'minutes'. During the call agent reviewed best charging practices. The handset would not turn on. Patient plugged the charging cord and handset was at 0%. Agent called patient back and the patient had 20% on their handset. Patient turned the handset on and started charging the implant. Patient mentioned they had difficulty charging the implant and it took them 2 hours to charge the implant from 30% to 40%. Patient could barely get good connection and quality was intermittent. Patient mentioned it would hurt charging the implant when they would lean for 2 hours. Agent reviewed best charging practices. Patient met with representative but forgot to bring their case with them. Patient didn't confirm notify date. Agent redirected patient to their hcp to address the issue.